Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose of 300mg/dl and diabetic ketoacidosis on (B)(6) 2018. Customer¿s current blood glucose was 158mg/dl. Customer had symptoms like vomiting, stomach pains. Customer was wearing insulin pump at time of hospitalization. Insulin pump will be return for analysis.